Event description:
An adjustable gastric band tubing detached from the band upon surgeon placing band into patient's abdominal cavity. The tubing and the band were removed from the patient's abdomen and removed from surgical field. A new adjustable band was placed into patient, surgery completed without incidence.